Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports (including this one): 3025141-2026-00103.

Event description:
It was reported that a 2.7 x 14 mm non-locking screw was placed into the oblong hole of the distal radius plate. While taking final x rays we noticed that the screw was too long and needed to be replaced. When the resident went to remove the screw, the head of the screw snapped off. The screw was left in the bone, and the screw was cut from the dorsal end so it was flush with bone. There were 30 minute delay and additional incision required.